Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015, that an ultraflex esophageal ng distal release covered stent was to be used during an unknown procedure performed on an unknown date. According to the complainant, the distal end of the distal release ultraflex esophageal stent failed to open during deployment. The partially deployed stent was removed from the patient and the procedure was completed by placing another stent. There were no patient complications reported as a result of this event. There were also "no adverse effects" noted with the patient's condition at the conclusion of the procedure. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.